Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found no visible damage to the lens. H6 - patient code 3191 should have been included in initial MDR h6 - patient code 3191 - 'secondary surgical intervention, lens exchange' corrected to 'secondary surgical intervention, lens explant' in initial MDR h6 - patient code 3191 - no code available, pupil hyper reaction should have been included in initial MDR claim#: (B)(4).

Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -10.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2019. Pupil hyper reaction, glare/haloes, and blurred vision was observed. Lens was removed on (B)(6) 2019. Reportedly "due to the pupil hyper reaction. Patient was complaining about quality of vision." Lens was removed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.